Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo shows three bd acquisition devices. The eclipse needle (black shield) in the photo was reviewed and the indicated failure mode for illegible print with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to illegible print as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode illegible print. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was no label or missing label information. This event affected 1000 devices. The following information was provided by the initial reporter. The customer stated: "illegible engraving of lot number and expiry information on the device units."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was no label or missing label information. This event affected 1000 devices. The following information was provided by the initial reporter. The customer stated: "illegible engraving of lot number and expiry information on the device units."